Manufacturer narrative:
The motor was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported with an acute blood pump system. It was reported that the motor became hot and stopped. CPR was initiated on the patient and a replacement motor was connected. The patient remains ongoing and no further events occurred.